Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that there was liquid intrusion inside light guide plug. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, water invaded scope connector during user handling and water invaded the subject device. This led to abnormality of electronic parts and the blurry image temporarily occurred. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the videoscope is blurry and had a black screen. The issue was found during diagnostic gastroscope. The treatment was completed using similar device. There were no reports of patient harm.